Event description:
It was reported that the pump's usb port was "worn-out, making charging difficult." There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting for the issue. No additional patient or event information was available.